Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code and lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other reports of similar issues with the product having the same product code and lot number from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the wire was outside of the patient and never went in the patient. The torquer around the wire created too much sheering force, possibly, that it took part of the glidewire coating off the wire. The physician did not clamp down super hard, or at least any more than usual, in the area where torque was seated; however, when he undid torquer, he noticed the coating wore off. No blood loss was reported. There was no patient injury or medical/surgical intervention required. Additional information was received on 10oct2024: the procedure took place in the cath lab, therefore was a catheterization procedure. They resolved the issue by using a second same wire to complete the procedure. The patient was stable, and the involved wire never entered the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was no longer available returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual sample was not returned, analysis of it could not be performed. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence.